Event description:
The customer initially reported that their device was showing its service wrench and charge-pak icons. After an evaluation of the device, it was observed that the device lost power before being able to deliver defibrillation energy. This was observed during testing and there was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that one of the internal hlc batteries, designator bt3 from the analog pcb assembly was much lower then the remaining two hlc batteries. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control determined that the cause of the reported failure was due to a broken spot weld on the negative strap for the internal hlc battery, designator bt3. This caused the device to only have the ability to function on the remaining two hlc batteries and therefore caused the low battery voltage which led to the loss of power.